Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced a vaginal mesh exposure. The patient underwent a procedure for excision of the exposed mesh. Additional information has been requested.